Event description:
It was reported to boston scientific corporation that a pneumatic inflator was used during a balloon inflation in the esophagus procedure performed on (B)(6) 2013. According to the complainant, during preparation, the customer noticed that the scale of the gauge marked near 20psi. However, they decided to use the device assuming that 20psi was 0. It was reported that there were no other visible issues noted to the device. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture date is unknown. This is a reusable device, therefore there is no expiration date. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination revealed a small dent in case near top on back. The gauge needle was stuck between the 3 & 4 psi marks. The gauge needle was reset and functionally tested. The unit performed per specification. The device history record review confirms that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. The reported event of gauge reading inaccurate was confirmed. The most probable root cause of this event is handling damage. The complaint was likely caused by handling of the device or portion of the device without direct patient contact either during unpacking, preparation, or shipping, at the end of a procedure; or when packaging for return.

Event description:
It was reported to boston scientific corporation that a pneumatic inflator was used during a balloon inflation in the esophagus procedure performed on (B)(6) 2013. According to the complainant, during preparation, the customer noticed that the scale of the gauge marked near 20psi. However, they decided to use the device assuming that 20psi was 0. It was reported that there were no other visible issues noted to the device. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.